Event description:
It was reported that the patient could not increase power due to shocks at 4 lights. Caller was not with the patient and is unsure of the initial setting. Noted that the patient decreased power, but the current setting is unknown. They reported increased diaper usage from 8 to 18 daily. Incident of a fall last september with an x-ray shows lead moved. New programs have been tested but are ineffective. They requested to speak to the local team. It was later reported that the patient is scheduled for a revision due to a fall and lead migration.

Manufacturer narrative:
Product code (d2b): additional product code qon. Premarket/510(k) # (g4): additional premarket/510(k) # p190006. This report is being submitted to correct the patient identifier field (a1) and date of birth field (a2) in section a, patient information; outcomes attrib to adv event field (b2) in section b, adverse event or product problem; implant date field (d6a) and explant date (d6b) in section d, suspect medical device, and type of reportable event (h1) in section h, device manufacturers only.

Event description:
It was reported that the patient could not increase power due to shocks at 4 lights. Caller was not with the patient and is unsure of the initial setting. Noted that the patient decreased power, but the current setting is unknown. They reported increased diaper usage from 8 to 18 daily. Incident of a fall last september with an x-ray shows lead moved. New programs have been tested but are ineffective. They requested to speak to the local team. It was later reported that the patient is scheduled for a revision due to a fall and lead migration.

Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. The reported complaint cannot be confirmed. The device was unavailable for evaluation and the complaint could not be confirmed. Known inherent risk was chosen as conclusion code due to reported issues being covered in axonics risk documentation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that the patient could not increase power due to shocks at 4 lights. Caller was not with the patient and is unsure of the initial setting. Noted that the patient decreased power, but the current setting is unknown. They reported increased diaper usage from 8 to 18 daily. Incident of a fall last september with an x-ray shows lead moved. New programs have been tested but are ineffective. They requested to speak to the local team. It was later reported that the patient is scheduled for a revision due to a fall and lead migration.